Event description:
On the beckman coulter ac t diff 2 the customer recently replaced the probe wipe block but noticed a continued leak of diluent. The leak had been contained within the probe assembly. The customer was wearing ppe consisting of laboratory coat gloves and goggles, when the incident occurred. The customer verified patient samples were not affected by this incident and qc had always recovered within specifications. No injuries occurred and no one sought medical attention. There was no report of exposure to open wounds or mucous membranes. The msds was not reviewed; however, it is readily available to customers via the beckman coulter website. The customer has an exposure control or risk management plan in place at the facility. There was no death, injury or change/delay to patient treatment associated with this incident. The field service engineer (fse) was unable to locate the leak. However during instrument servicing and after replacing the probe wipe block, cleaning and securing the probe assembly parts the issue was resolved. The root cause of the leak is unknown. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer

Manufacturer narrative:
(B)(4).